Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase in shock lead impedance and decreased in pacing lead impedance measurements. Intermittent loss of capture (loc) due to high threshold, oversensed noise, decreased in p wave and increased in r-wave measurements were also noted. Boston scientific technical services (ts) discussed possible lead dislodgment and suggested to perform an x-ray. Additional information was received indicating that lead dislodgement was conclusively determined through x-ray and there was no pacing inhibition. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.